Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation confirms that the device inside the blister is not an ar-8400cex. The device is not curved. Further evaluation to be performed under an ncr.

Event description:
It was reported by a sales rep that the ar-8400cex, is labeled incorrectly. The packaging is labeled as ar-8400cex (excalibur, curved) but the device is straight.